Event description:
It was reported that the operator had to perform a cannula exchange because the balloon component deflated after one day of use. No patient injury or complications were reported in relation to this event.

Event description:
This incident involved a cannula change out.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Sample underwent functional testing by submerging device under water, and a 5mm long tear in the cuff was observed. During manufacturing process the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was observed that it is not even possible to inflate cuff because it leaks. Each cuff shall be also tested by customer prior use as per instruction for use. The reported customer complaint has been confirmed. The most probable cause of issue has been determined to be user interface as a result of contact with a sharp edge.